Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead. Boston scientific technical services (ts) recommended reprogramming the rrt sensor. This ICD and ra lead remain in service. No adverse patient effects were reported.